Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was found to be damaged. Additional information was requested, but no further information is available.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and it was further clarified that the lens was scratched by injector during loading with no patient contact.